Manufacturer narrative:
The information was passed to the manufacturer. The investigation is in progress. Conclusions will be provided within the manufacturer's follow-up report once available.

Event description:
Following the information provided the mattress went soft. The issue was reported by the customer to arjo and resolved. Allegedly, due to malfunction the patient's pressure ulcers condition worsened from superficial wound(s) (stage 2) to a full thickness wound(s) (stage 4).